Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Customer¿s blood glucose level was between 200 mg/dl to "high"; although specific value was not provided. Reportedly, the customer resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.